Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial# (B)(4), product type: catheter. Product ID: 8575, lot# j12468r, product type: accessory. (B)(4).

Event description:
It was reported that, since the patient was implanted with each of his pumps, his energy was dying and pain level increased towards the end of the month. It was noted that the patient would be back to normal within 24 hours after they refilled the pump. The patient's healthcare provider (hcp) at the time of report allegedly said the previous hcp overmedicated the patient for 14 years. The patient reportedly had the [first] pump placed in 1998, and they changed the medicine every month as the previous managing physician stated it would break down in the pump and needed to be refilled every month. The pump was infusing an unknown drug at the time of the event. Refer to manufacturer report # 6000030-2014-00079 for the patient's third pump.